Event description:
Treatment of a left unruptured cav (cavernous) ica (internal carotid artery) aneurysm measuring 7.4mm x 6.2mm. During pipeline deployment, it was reported that the pipeline could not be released from the capture coil and the entire system was removed from the patient.no injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The pipeline, pushwire, and marksman catheter were returned for evaluation and the braids on the pipeline were found to be damaged which likely prevented the pipeline from fully opening. (B)(4).

Manufacturer narrative:
The device involved in the event has not been returned for evaluation.(B)(4).